Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2. The pa was beginning the harvest and starting the dissection phase. They inserted the trocar into the incision and attempted to start the co2 but the tunnel would not insufflate. They thought the gas tank was empty and had that changed out but that didn't work. They ended up attaching the co2 to the distal insufflation port which did deliver the co2. They opened a second kit for a new trocar and continued with the case.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for lots 25163442, 251629764, and 3000238055 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/08/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt. There were no visual defects observed on the btt. A mechanical evaluation was conducted. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failures "improper flow or infusion" was not confirmed.